Manufacturer narrative:
Review of the alleged four samples showed sigmoidal amplification, indicating that true viral target is being amplified. Although, a true root cause for the discrepant results of all four samples is not known. Possible causes could be due to the sensitivities of the assay. However, it is not possible to ascertain without the additional details of the competitor test assay used for the repeat. We cannot ruled out cross contamination between samples, which may occur if there were deviations from optimal during sample preparation. No issues related to the customer allegation were identified. An instrument assessment did not identify a product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepancy results when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer. According to the customer, 4 actual patient samples generated sars-cov-2 positive results, all 4 samples were repeated (unknown confirmatory testing platform) and the results were sars-cov-2positive. Although requested it is still unknown whether any of the results were reported to the patients. To date no allegation of harm or injuries are alleged. Per the FDA guidance four (4) mdrs will be filed, one (1) per each sample.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).